Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implant date: unk. Explant date: unk. Device evaluation: lens was returned in vial, in liquid. Visual inspection found haptic torn. Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm, tmicl12.1, -16.00/2.5/072 (sphere/cylinder/axis), implantable collamer lens was for patient left eye (os) and returned with the haptic torn. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.